Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial# (B)(4), product type: extension, product ID 3387s-40 lot# v327567, product type: lead. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: v327567, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that an electronic note stated that the patient's system was removed due to an infection. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot#: v327567, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional via the manufacturer representative stating the infection was resolved.